Event description:
Account experiencing intermittent discrepant bicarbonate (co2) results. The following 3 patient examples were provided: patient 1: initial co2, gave 39 mmol/l, same sample repeated three times giving >40, 25 & 34 mmol/l. Erroneous results were not reported. Although the exact root cause was undetermined, the field service rep noted the sample needle was replaced and he decontaminated the analyzer. Performance tests were performed.

Event description:
Account experiencing intermittent discrepant bicarbonate (co2) results. The following 3 patient examples were provided: in 2008: patient 3: initial co2 gave 37 mmol/l; repeat gave 27 mmol/l. Erroneous results were not reported. Although the exact root cause was undetermined, the field service rep noted the sample needle was replaced and he decontaminated the analyzer. Performance tests were performed.

Event description:
Account experiencing intermittent discrepant bicarbonate (co2) results. The following 3 patient examples were provided: in 2008: patient 2: initial co2 gave 38 mmol/l; repeat gave 29 mmol/l. Erroneous results were not reported. Although the exact root cause was undetermined, the field service rep noted the sample needle was replaced and he decontaminated the analyzer. Performance tests were performed.